Event description:
It was reported that patient was schedule to a revision of their lead component of their implantable neurostimulator (ins) on (B)(6) 2012 due to unsatisfactory stimulation. Additional information was requested but was not available at the time of this report.

Event description:
Additional information received reported the patient had good stimulation and was doing well.

Event description:
Additional information from the healthcare provider stated the cause of the event was the patient's leads were not functioning. It was reported an impedance check was done on (B)(6) 2012, and a few leads were not working. It was reported a revision surgery took place on (B)(6) 2012, during which the patient's battery and two peripheral leads were revised. It was also reported the patient had 50 percent therapy relief following the surgery and recovered with no injury.

Manufacturer narrative:
Product ID 3888-33, lot# v134064, serial#, implanted: 2008 (B)(6), explanted: product typ lead, product ID 3888-33, lot# v134064, serial#, implanted: 2008 (B)(6), explanted: product typ lead, product ID 3778-60, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead, product ID 37752, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 37082-20, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ extension (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the surgery as a "pocket revision".

Manufacturer narrative:
(B)(4).